Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Our engineering evaluation revealed that there was no system malfunction. Investigation of the case logs found that the root cause was user technique. For this case, no surveillance marker was paired. For every level, there was a shift present in the merge. For the level of t3, there is a large shift in both the ap and lateral merges. The ap merge has a substantial cranial/caudal shift, as well as a rotational shift. The lateral merge also has a cranial/caudal shift and a rotational shift. For the level of t4, the ap merge has a cranial/caudal shift, as well as a rotational shift. The lateral merge is believed to have a rotational shift as well; however, it is difficult to determine exactly in what direction the shift is occurring due to the poor quality of the lateral shot. Next, the levels of t5 and t6 used the same ap and lateral fluoro images for the merge; therefore, the merge behaved the same for both levels. For the ap merge, there is a cranial/caudal shift. For the lateral merge, there is a rotational shift. There are several factors that affect the quality of the merge, including distinguishable anatomical features of the patient in fluoro images and the presence of things in fluoro images that were not there in the original CT such as retractors. For this case, all fluoro images used were of poor quality. The patient's anatomy was not easily visualized or seen in the shots. It was hard to distinguish pedicles or endplates. The user verified these merges and decided to proceed to navigation. The user manual instructs the user to perform periodic landmark checks to ensure navigation integrity and instructs the user to re-image the patient if necessary. Additionally, the user must verify the merge before proceeding onto navigation. During the case, fluoro images were taken confirming the misplacement of the screws. The screws were replaced during the same surgery. The case was successfully completed using traditional means. There was no adverse effect to the patient. The cause of the reported issue was traced to user technique.

Event description:
The t3-t6 posterior fusion procedure was aborted due to the inaccuracy of the robot. The t3 and t4 were completely off angle (t3 angle was at t6). T5-t6 was lateral to the pedicle but had the right angle. So, two levels were completely off and two levels had the right angle but were lateral to the pedicle. After placing left t6 screw and confirming with fluoro that screw was outside the pedicle, the egps was no longer used for the case. The surgeon completed the case without the use of the robot.